Event description:
Subsequent to the initial MDR report, update to the procedure description. It was reported that during preparation of the 3.0 x 48 mm xience xpedition stent delivery system (sds), difficulty was noted removing the protective sheath and force was applied to remove. The sds was then advanced to the target lesion. Resistance was noted with the anatomy and the shaft bent. An attempt was made to deploy the stent; however, the balloon could not be inflated and the stent did not deploy. The sds was removed, with the undeployed stent, and resistance was noted due to the patient anatomy (calcified lesion). Force was applied and the sds shaft was broken. The proximal shaft was simply withdrawn; however, a snare device was used to retrieve the distal separated segment. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. The reported stent migration could not be tested as it was based on operational context. The reported difficult to advance, difficult to remove, deformation due to compressive stress could not be tested due to the device condition. A review of the production records and the corrective and preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that force was used to remove the stent delivery system from the anatomy. It should be noted that the xience xpedition instructions for use states: ¿applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components.¿ the investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the sheath of the stent delivery system (sds) was difficult to remove. Factors that may contribute to difficulty removing the sheath include, but are not limited to, user technique, inadvertent damage, sheath loading, incorrect sheath selection, or material properties. In this case, because the sheath was not returned, a conclusive cause for the difficulty removing the sheath cannot be determined. Additionally, it was reported that the sds encountered resistance with the patient¿s heavily calcified, heavily tortuous, and 90% stenosed lesion during advancement, resulting in a shaft bend. Once the lesion was reached the sds reportedly failed to activate. It is possible that the bend in the shaft impacted the flow of contrast, contributing to the reported activation failure. During removal of the sds, resistance with the challenging anatomy was again noted, likely contributing to the reported shaft separation. Analysis of the returned device confirmed the reported separation. The analysis noted the material at the separation to appear torn. This type of damage is consistent with manipulation against resistance. The separated portion of the wire was successfully removed from the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. Corrections: h6 - medical device problem code: codes 2923 and 4003 were removed and codes 1562, 3270 were added.

Event description:
It was reported that the procedure was to treat a narrowed right coronary artery lesion with heavy calcification, heavy tortuosity and 90% stenosis. Pre-dilation was performed with a 2.5x15mm sapphire ii pro balloon dilatation catheter (bdc). During preparation of the 3.0x48mm xience xpedition stent delivery system (sds), difficulty was noted removing the protective sheath and a lot of force was applied to remove. The stent was then noted to have moved on the balloon. However, the sds was advanced to the target lesion with resistance noted with the anatomy and the shaft bent. The stent was implanted in the intended location. Upon withdrawal of the sds, the balloon was noted to adhere to the stent causing the stent to migrate from its original deployed location. The stent was retrieved using a snare device. A 3.0x23mm xience sierra stent was implanted to compete the procedure, and post dilation performed by the bdc. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6- device code 2017- improper or incorrect procedure or method- use after damage. H6- device code 2017- improper or incorrect procedure or method- excessive force.